Event description:
The customer reported the system had a communication error and would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.